Event description:
The back of seat broke and user fell back into the tub. The retaining hole for the back broke. The user's head hit inside the tube while their feet hit the faucet. No injury seen as of today although there is pain of the toes.